Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause was isolated to the lens assembly kit, specifically on the flex membrane switch cable part. After the lens assembly was replaced, the device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report from a customer that the device "turns on when battery is inserted. Unable to power down." This could cause premature battery depletion and thus a loss of device power with no alternative source available.there was no report of patient involvement associated to this event.